Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported false detection of upstream occlusion which was not reproduced. The 'upstream occlusion!' Were verified through a review of the event history log and found to be caused by continuity across the ultrasonic crystals in ultrasonic sensor. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified through a review of the event history log as 'downstream occlusion!' Messages followed by a 'pump run - auto-restart' prompt and events where the infusion parameters are being reentered into the program, and reproduced during evaluation. The device was found out of specification in relation to the reported 'downstream occlusion!'. Evaluation determined the cause to be the force sensor being out of specification. The force sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a false detection of an upstream occlusion and the device did not restart after a downstream occlusion message followed is cleared. There was no patient involvement. No additional information is available.